Manufacturer narrative:
With the naked eye, no deviations can be found on the provided clip. Vigilance investigator carried out the pictorial documentation visually and microscopically. The closing force test was carried out. The closing force is within the specifications. Except from IFU: several small scratches can be found on both branches, most likely cause by an incorrect positioning of the clip in the application forceps by using a competition forceps. For a correct positioning in the application forceps, the following points must be observed: carefully grip using the aesculap applying forceps for aneurysm clips and remove. In doing so, ensure that the clip is not gripped. Clip must be used only with the appropriate size of applying or removed forceps (mini, standard, or long). Titanium clips must only be used with aesculap applying or removed forceps for titanium aneurysm clips. Applying or removing forceps supplied by other manufacturing must not be used. The device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. One similar incidents has been filed with products from this batch. Based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. The mentioned error cannot reproduced, thus we assume a handling related error. According to the IFU, the following point must be observed to avoid a damage to the aneurysm clip. Except from IFU: to avoid damage to the aneurysm clips: always treat the aneurysm clips with appropriate care. Never open aneurysm with your fingers. Avoid any manual and or mechanical manipulation (e.g with fingers or instruments) of the aneurysm clips. A CAPA is not necessary.

Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "when attaching the clip the surgeon realized the aneurysm clip was misaligned." The surgeon removed the clip and tested by clipping a gauze to confirm the misalignment. The procedure was completed by using a new one. A delay in surgery has not been confirmed, when the time has been confirmed a follow up report will be submitted.